Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: the complaint event states that during trigger wire release, the blue handle blocked at step 3 (release of the proximal end) on the zta-d-38-147 device. The physician manually released the trigger wires using the trouble shooting-method. No adverse events was reported. No images were provided and the product was not returned for investigation. Therefore, it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Furthermore, the reported difficulty was solved by following the IFU. Cook will reopen its investigation if further information is received. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "blue handle blocked at step 3 (release of the proximal end of the zta d). Manually release of trigger wire using the ¿trouble shooting¿ steps. No injury, no adverse event of the patient". "Manually remove of the blue handle and manual release of the trigger wire as per "trouble shooting steps". Patient outcome: "no incidence on patient". "No adverse effects, excellent result and procedure safe".